Event description:
A customer reported to baxter (B)(4) that during hemodialysis therapy bubbles of air were observed in the arterial chamber of the product between the chamber and the arterial cap. The samples are not available. Patient injury and medical intervention were not reported for this event.

Manufacturer narrative:
(B)(4). Samples for this complaint were not available and, therefore, were not evaluated. The problem was not confirmed and the cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.